Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. The following information was provided by the initial reporter. The customer stated: " lot number 1082699: after taking blood through the split septum, the blood leaked out of the lock (not from the split septum). Lot 1021726: blood leaked after connection to the catheter; no blood was taken from this lock; leakage in the same place as lot 1082699. The lock had not yet been used for drug administration."

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1082699. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-28. Medical device lot #: 1021726. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-03-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. The following information was provided by the initial reporter. The customer stated: " lot number 1082699: after taking blood through the split septum, the blood leaked out of the lock (not from the split septum). Lot 1021726: blood leaked after connection to the catheter; no blood was taken from this lock; leakage in the same place as lot 1082699. The lock had not yet been used for drug administration."